Event description:
It was reported that the foley catheter balloon could not be deflated. Per additional information received from the nurse manager of the urology ward on 5-mar-2019, it was not possible to aspirate any water back or inject any more water into the balloon. The urologist was unable to insert a guidewire into the balloon lumen and therefore an ultrasound guided procedure was required to deflate the balloon. The patient didn¿t sustain an injury however was inconvenienced due to having their hospital stay extended by a day to be able to have the ultrasound guided procedure.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon could not be deflated. Per additional information received from the nurse manager of the urology ward on (B)(6) 2019, it was not possible to aspirate any water back or inject any more water into the balloon. The urologist was unable to insert a guidewire into the balloon lumen and therefore an ultrasound guided procedure was required to deflate the balloon. The patient didn¿t sustain an injury however was inconvenienced due to having their hospital stay extended by a day to be able to have the ultrasound guided procedure.